Event description:
The customer contacted beckman coulter inc (bec) to report obtaining higher than expected tbhcg result for one patient's sample generated on the access2 immunoassay. The erroneous result was submitted out of the laboratory. The sample was repeated on the same unit and the result obtained better matched the patient's clinical picture. Patient results are provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was serum and was performed stat on the night shift. Qc was within the customer's established ranged during the event. On (B)(6) 2011, a bec field service engineer (fse) cleaned the aspirate, dispense and substrate robes along with the precision valve. All verification testing met specifications. A clear root cause could not be determined for this event.